Event description:
Customer states that pump is not infusing any water and not alarming during testing. Rate, dose, and food are 500 ml/hr, 10 ml, and water.

Manufacturer narrative:
Pump was tested with water using customer's setting, pump was able to prime and run with no alarms. All alarms have been checked and worked properly. Complaint could not be confirmed. Disposable set used by customer was not returned for eval.